Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15536. It was reported that the right atrial lead exhibited noise over-sensing, which caused noise reversion and inappropriate mode switch episodes. Additionally, it was suspected that there was loss of capture on the right ventricular lead, but it was determined not to be a true lead issue. Programming changes were made. The patient was in stable condition.